Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4. Serial number is unknown and as a consequence the UDI is not yet available. These information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in zurich, switzerland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
D.4. The sn has been provided and field updated. Unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H.4. The sn has been provided and manfucturing date field updated. H.11. From service history review for the three heater cooler present at the customer site, all 3t devices are upgraded with vacuum & sealing kit. Device was maintained with h2o2 at 3% concentration according to IFU scheme. No other similar event has been reported, neither concerning trend has been identified. Device was found contaminated at the same time of another 3t heater cooler while another 3t heater cooler unit was undergoing disinfection testing with hydroliq® professional plus after contamination. Hydroliq's product has been used at customer site for over a year, eliminating mycobacteria in long-contaminated devices. Two disinfection protocols are in use: 1. Deep clean: using 16l of pure product to remove contamination and biofilms. 2. Maintenance: a low concentration, compatible with potable water, maintained in devices and changed every 4 days. In particular, 200ml of hypochlorous acid made by hydroliq added to 16 liters of filtered tap water is enough to maintain the water quality for 4 days. Their goal would be to extend that to 7 days for easier maintenance. Currently the customer has had no further contamination issues after adopting this protocol, even though detailed bacterial load reduction tests have been conducted. Customer confirmed that they related the initial contamination of their heater coolers to poor drinking water quality. Poor quality was discovered by customer through a report stating that chimaera mycobacteria content in the drinking water was too high and from that they started testing it themselves. From hydroliq testing report, the heater coolers were confirmed to be used in vacuum mode and no allegation of patient involvement has been reported. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.